Event description:
It was reported that the last male luer lock came off the tubing of three (3) clearlink system continu-flo solution sets which resulted in leaks. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred (B)(6) 2023 - (B)(6) 2023. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.